Manufacturer narrative:
Upon inspection, bec field service engineer (fse) found the leak was coming from the pump box. The vacuum expansion chamber drain was not seated properly in the tray causing the fluid to drain directly onto the floor. The fse properly seated the drain line into the tray. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) and reported a fluid leak on unicel dxc 600 pro synchron clinical system. The customer could not tell the source of the leak. Msds was not reviewed, but the facility has exposure control plan. Medical attention was not sought, and there was no effect to patient or user.